Event description:
Spontaneous call. Pt's nurse who said pump is not working at all even if it's plugged in. Nurse requested replacement and return box so she can return the broken pump. Nurse used gravity tubing for today's infusion and requested it to be delivered on (B)(6) 2023 before pt's next infusion. No missed dose reported, no adverse event reported, pump is being returned to MFR. Reported to (B)(6) by health professional.